Event description:
The implantable pulse generator (ipg) was reported to feel tilted within the pocket, leading to difficulty with charging and a burning sensation at the ipg site. This assessment was based on palpation alone and was not confirmed with imaging. The patient underwent a procedure where the ipg was removed and replaced. Post operatively, the patient was recovering as expected. The explanted ipg will not be returned as it was disposed by the hospital.

Manufacturer narrative:
With all the available information, boston scientific concludes that the event of migration is a known inherent risk with use of the device, as documented in the instructions for use (IFU). A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and it did not reveal any anomalies as it states that over time, the stimulator may move from its original position. The ipg was not returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted and determined that ipg migration is a known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the IFU.

Event description:
The implantable pulse generator (ipg) was reported to feel tilted within the pocket, leading to difficulty with charging and a burning sensation at the ipg site. This assessment was based on palpation alone and was not confirmed with imaging. The patient underwent a procedure where the ipg was removed and replaced. Post operatively, the patient was recovering as expected. The explanted ipg will not be returned as it was disposed by the hospital.